Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and no damage observed. Another of the same model was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.